Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on july 19, 2021.

Manufacturer narrative:
This report is submitted on april 22, 2021.

Event description:
There are plans to replace the device due to infection ; however, this has not occurred as of the date of this report, march 23, 2021.